Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that system is functioning as intended and passed system checkout. It was noted that the software logs shows that the imaging system may have been turned off then on before shutdown was complete. Returned logs for the software analysis determined to be inconclusive. Unable to replicate issue.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that upon boot up, they were not able to move the gantry in any plane and it would not dock. Rebooting both mobile view station (mvs) and image acquisition system (ias) resolved the issue. No patient involvement.